Event description:
Based on info provided the set screw loosened and a revision surgery was performed.

Manufacturer narrative:
The set screw will not be returned for eval since it was discarded at the time of the surgery.